Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult to remove and medical intervention it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve; however, the physician wanted to re-position the clip. When the clip was inverted and retracted back to the left atrium, the clip briefly became caught on the chords. Although the clip was freed on its own, a chordal tear occurred. The clip was re-positioned and deployed to treat the chordal tear. A second clip was deployed to further reduce mr. Two clips were implanted, reducing mr to 1+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported difficult to remove could not be determined. The reported tissue damage appears to have been a cascading event of the reported difficult to remove. The reported patient effect of tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.